Event description:
Device was implanted under normal circumstance with good initial results. The pt was home washing dishes when she had a "loose episode". She scheduled a routine appointment with her surgeon. X-rays were taken with stress on the femur and it was noted to be fractured. The implant was replaced sept. 6th. Gx of defrayed union was made.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.